Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer (fse) confirmed that the station tower was not powering on. The outlet power was tested using a voltmeter and was found to be functioning properly. The power supply was then tested with a voltmeter, and no output power was detected. The power supply was disconnected from the drawers and communication boards, and no power was still observed. The fse found that the power supply had failed and required replacement. The power supply was replaced, after which the station was restarted. The customer was able to log in, access the drawers, and complete medication inventory successfully, with no further issues reported. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawers were completely shut off and it was not turning back on. There were no adverse events or injuries reported due to this event.